Manufacturer narrative:
UDI= (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stenting procedure performed on (B)(6) 2016. According to the complainant, during the unpacking, the stent was reported to be kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation was performed and found the stent was kinked at 2.6cm from the distal end. No other anomalies were identified. Based on the event description, the issue was identified during unpacking and outside the patient. Most likely the stent was kinked while due to some handling aspect possibly during shipping, storing or unpacking. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stenting procedure performed on (B)(6) 2016. According to the complainant, during the unpacking, the stent was reported to be kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.